Manufacturer narrative:
Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: final ptc investigation result received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs (interpreted as uterine perforation in this case) and heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy/ surgery to remove essure approximately 4.5 years after insertion. These events are anticipated in the reference safety information for essure. This legal case was reported with limited information. The exact time point and mechanism of the perforation was not specified. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. Genital bleeding in women hay have multiple causes. Consumer´s medical history and concurrent conditions were not mentioned in this case. Given the nature of this event, and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/ migration or perforation') in an adult female patient who had essure (batch no. 952104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding") and device dislocation ("/misplaced left essure ,coil through left uterine cornua/misplaced essure coil hmc"). The patient was treated with surgery (hysterectomy surgery to remove essure on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage and device dislocation outcome was unknown. The reporter considered device dislocation, genital haemorrhage and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: pelvic pain. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record was received. Lot number were added. Event added from medical record- device dislocation. Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/ migration or perforation') and device dislocation ('/misplaced left essure ,coil through left uterine cornua/misplaced essure coil hmc') in an adult female patient who had essure (batch no. 952104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy - surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and uterine perforation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: pelvic pain. Lot number: 952104 manufacture date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. On ((B)(6) 2012, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy - surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation and genital haemorrhage outcome was unknown. The reporter considered uterine perforation and genital haemorrhage to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs (interpreted as uterine perforation in this case) and heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy/ surgery to remove essure approximately 4.5 years after insertion. These events are anticipated in the reference safety information for essure. This legal case was reported with limited information. The exact time point and mechanism of the perforation was not specified. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. Genital bleeding in women may have multiple causes. Consumer´s medical history and concurrent conditions were not mentioned in this case. Given the nature of this event, and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.